Manufacturer narrative:
Manufacturer was unable to obtain this information. It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the advantage system while using comfort curve test strips within 10 minutes: 319 mg/dl, 177 mg/dl, and 152 mg/dl. Meter was coded wrong. Customer reported feeling dizzy when the results were obtained. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.